Manufacturer narrative:
Vyaire medical tech support performed an evaluation and found out that the maximum blower temperature reached 139.3 degrees celsius. Alarm 241 - "temperature of blower high" triggered multiple times. Alarm 240 - "temperature of blower too high" triggered as well. It was a clear evidence that the end user failed to react on the blower failure related alarm. The root cause was found to be attributed to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced alarm 316 (blower failure). The customer confirmed there was no patient harm noted with the reported issue.